Event description:
Attempting to pull out the string, the string breaks off of the tampon [device breakage] stuck inside me without being able to remove it; tampon lost its attached string and was stuck far into my vagina. I could not pull it out [foreign body in reproductive tract] case narrative: on 03-jun-2024, a spontaneous report was received from a consumer regarding a 38-year-old white, caucasian female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use of playtex sport plastic, unscented. On an unspecified date in (B)(6) 2024, after inserting the product, when the consumer attempted to pull out the string, the string broke off of the tampon and was stuck far into her vagina. She could not pull it out. Subsequently, after having the tampon stuck for several hours, she went to the doctor for treatment. As of 03-jun-2024, the status of product use was not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for the lot 24086x and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.